Event description:
The customer reported on (B)(6) 2014 at 1:35 pm he activated a new pod. The pod was removed and he noticed a bend in the cannula. At the time of the call his bg results were 164 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.